Manufacturer narrative:
It was reported the patient was placed under a general anaesthetic on (B)(6) 2021, in order to remove the abutment. The infection (previously reported) had also been treated with oral antibiotics. Product details have been updated. This report is submitted on october 1, 2021.

Manufacturer narrative:
This report is submitted on july 1, 2021.

Event description:
Per the clinic, the patient experienced recurrent infection at the implant site. There are plans to explant the device; however, this has not yet occurred as of the date of this report.